Manufacturer narrative:
Additional information received on (B)(6) 2019 that the product fault did not occur while in use with a patient. Infusion is life-sustaining and patient received remaining infusion via backup pump. Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. During investigation the pump was inspected the pump and functional testing performed, and the pump passed all testing. Further investigation of the pump found no issue with the customer's reported problem. However, investigation recommended replacing the pump pwa board as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump malfunctioned and displayed message to "fill cannula," but the patient was unable to do so. It was reported that this did not occurred during patient use. No patient consequences were reported. No adverse effects were reported.